Manufacturer narrative:
Tracking#427117-0 date sent:11/17/2005 additional information: d4,10;g4;h2,3,4,6 information is unavailable; device was not returned for evaluation

Event description:
It was reported that during a laparoscopic sigmoid colectomy procedure, the device broke off in the pt. The dr was able to retrieve the device. There was no pt consequence. Case completed routinely.